Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Additional information will be submitted within 30 days upon receipt.

Event description:
Hub leakage. The report we received from the field indicated that, during a stenting procedure, the hub of the stent delivery system broke. There was no report of patient injury or complications. Additional information: the stent delivery system (sds) crossed the lesion, they pulled negative, but during attempts to inflate the sds balloon, contrast and saline leakage was noted at the hub.